Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the npi check IV set error on 8100 unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech has error message on 8100 unit "check IV set". Before call in tech perform select door ajar/flo-stop sensor test which fail. Also patient side occlusion & fluid side occlusion fail. Will setup unit for services repair confirm to tech level one & level two repair quote and what each level covers. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determined the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had check IV set error. There was no patient involvement.